Manufacturer narrative:
The insulin pump reliability analysis inspected one opened used enlite serter and performed instruction test using a new lab. Enlite sensor along with rubber skin and passed per specification. Released sensor properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported had issues with his serter. Customer changed out his sensor and it would not release. Customer noticed the needle breaks right off. Customer stated he tried 2 sensors were wasted due to serter failed to fire. Troubleshooting was done. Customer's blood glucose was 130 mg/dl. The customer was advised that serter and sensors would be replaced. No further information provided.